Event description:
It was reported that while the programmer was connected to the software distribution network (sdn) it generated an error code. The caller stated that the programmer went to the "select model" screen and then to a black screen with the error. The caller said that power had not been recycled during the installation. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found a small nick in the cable jacket of the radiofrequency programmer head. The head did pass all final functional and systems tests and no other anomalies were found. Concomitant products: product ID 2090aa programmer; product ID 229047 software analyzer.(B)(4).